Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 after a ventricular fibrillation (vf) episode resulted in shock. During interrogation, it was noted that there was some under-sensing of vf signals due to varying r wave amplitudes on the implantable cardioverter defibrillator (ICD). The patient fainted before the shock was delivered. Also, it was noted that the high voltage therapy was delivered appropriately as patient was in a true vf episode. Programming changes were made to the device. The patient was in stable condition and was seen recovering.

Manufacturer narrative:
Correction b1 - added adverse event correction b2- added other serious problem correction h1- changed from malfunction to serious injury.

Event description:
It was reported that the patient presented to the emergency room on (B)(6)2022 after a ventricular fibrillation (vf) episode resulted in shock. During interrogation, it was noted that there was some under-sensing of vf signals due to varying r wave amplitudes on the implantable cardioverter defibrillator (ICD). The patient fainted before the shock was delivered. Also, it was noted that the high voltage therapy was delivered appropriately as patient was in a true vf episode. Programming changes were made to the device. The patient was in stable condition and was seen recovering.